Manufacturer narrative:
(B)(4).the service engineer (se) verified the malfunction and replaced the exhalation module printed circuit board (pcb). The unit then passed all testing.

Event description:
It was reported that a ventilator experienced an inoperative condition and stopped cycling. The ventilator was not in use on a patient when the malfunction occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.